Event description:
Per the clinic, the device was explanted due to a lack of auditory benefit with device use. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not (B)(6) as previously reported. This report is filed (B)(4) 2012.

Manufacturer narrative:
This report is filed (B)(4) 2013.